Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the confidence cement had been set up and while connecting the confidence hydraulic pump, pressure did not push out the cement. Instead, water from the hydraulic system came out at the connection between the hydraulic pump¿s rectus connector and the confidence cement reservoir cap¿s nipple. As a result, it was not possible to inject the cement into the cannula that was being used. A new kit needed to be opened and the surgeon did another procedure during this time so that there was no loss of time because of this incident. Because it is unknown whether the water leakage was attributed to the pump¿s rectus connector or the cement reservoir cap¿s nipple, mfg medwatch reports are being filed for both devices: confidence cement reservoir & mixer / mfg medwatch report no. 1526439-2014-11473 confidence hydraulic pump / mfg medwatch report no. 1526439-2014-11474.

Manufacturer narrative:
No visual issues could be found. The pump was filled and connected to the concomitant device cement reservoir and pressure was built until the safety release engaged. No water leaked from the system. No problems could be found during evaluation. A device history record for the confidence hydraulic pump and concomitant device cement reservoir found no discrepancies. A 12 month complaint trend analysis for the confidence system was conducted for the water leaking at the connection to the reservoir found no emerging trends. The root cause for the water leaking cannot be determined because no issues could be found. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The international affiliate reported that the confidence cement had been set up and while connecting the confidence hydraulic pump, pressure did not push out the cement. Instead, water from the hydraulic system came out at the connection between the hydraulic pump's rectus connector and the confidence cement reservoir cap's nipple. As a result, it was not possible to inject the cement into the cannula that was being used. A new kit needed to be opened and the surgeon did another procedure during this time so that there was no loss of time because of this incident. Water leakage has been attributed to the confidence hydraulic pump, filed on this mfg. Medwatch report no. 1526439-2014-11474. Mfg. Medwatch report 1526439-2014-11473 was corrected on follow up report #1 to be for confidence high viscosity spinal cement, 182901000, which set up while connecting the confidence hydraulic pump. The confidence cement reservoir and mixer involved in the complaint is a concomitant device.